Event description:
After bathing the resident was raised out of the tub on the lift. The seat of the hoist then dropped and the patient fell to the floor. Patient suffered light scrape to side of face, health care aid has stiffness to neck, shoulder and arm.